Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that there was small dark part at the bottom part of the screen. Assisted the customer in performing a self test. The customer advised to check if there are any missing segments on the white screen and found mall dark part at the bottom part of the screen. Troubleshooting was assisted. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and self test. No missing segments on the white screen (small black squares within white screen) or small dark parts at the bottom part of the screen noted. (B)(4).